Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 8148626. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be determined. There are quality controls currently in place to detect this type of defect during the production process.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system tubing was cracked. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, according to the doctor's advice, the patient should be given the reserved intravenous indwelling needle for infusion treatment. When the indwelling needle was taken out according to the normal operation, it was found that the connection site between the needle hub and the ext. Tubing was cracked, so it could not be used normally. Immediately replace the indwelling needle for operation, the operation process is smooth, the patient did not delay the normal drug treatment, the patient did not have adverse reactions.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system tubing was cracked. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, according to the doctor's advice, the patient should be given the reserved intravenous indwelling needle for infusion treatment. When the indwelling needle was taken out according to the normal operation, it was found that the connection site between the needle hub and the ext. Tubing was cracked, so it could not be used normally. Immediately replace the indwelling needle for operation, the operation process is smooth, the patient did not delay the normal drug treatment, the patient did not have adverse reactions.